Event description:
During a laparoscopic assisted vaginal hysterectomy the tsw35 was used. Only half of the staples fired properly. No other info is available. The tr35w reload, lot #t45m2c, will be returned with the instrument. There was no reported consequence to the pt.